Manufacturer narrative:
Concomitant medical products: product ID 8711, lot# j10854r10, implanted: (B)(6) 2001. Product type: catheter. (B)(4).

Event description:
It was reported that the multiple motor stalls were seen with recoveries in the pump logs. The motor stalls had occurred periodically starting, but couldn¿t be attributed to any environmental factor as the patient was ¿pretty much homebound¿. The pump was probably going to remain in the patient due to issues with insurance, though it was stated that, long-term, the pump would be ideally explanted. At the time of report, the healthcare professional was turning the pump off permanently. The patient was being managed in terms of medication, though no further details were given. The device system had been delivering dilaudid and bupivacaine. Three weeks later, it was reported that the motor stall had not recovered and the cause of the motor stall was unknown. The patient had experienced some withdrawal symptoms, though no hospitalization was required. It was also reported that the patient recovered without sequela.

Event description:
Additional information was received. It was reported that the stalls had occurred starting on (B)(6) and continued until the pump was turned off on (B)(6). The patient had experienced withdrawal with nausea, vomiting, diarrhea, and increased pain.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received. It was reported that the patient had experienced acute withdrawal. It was noted that hospitalization was required and it was also noted that the patient had an emergency room visit. It was unclear if the reporter was specifying that these were the same instance. The event was reported as a ¿serious injury/illness¿, though the patient recovered without sequela.